Event description:
It was reported that upon interrogation, the pulse generator exhibited intermittent output, undersensing, and a diagnostics anomaly. No intervention was reported. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.